Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Retaining pin spring has come out of handle.

Manufacturer narrative:
Conclusion and justification status: the complaint states retaining pin spring has come out of handle. Please note that the missing spring was not returned to engineering. The investigation confirmed the failure mode as reported. A complaint database search did not identify any anomalies. The returned device was reviewed by bioengineering and a report was received concluding; with the provided information, the product provided for investigation and without the missing part of the lock pin, and the spring, it is not possible to determine the cause of the complaint. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.